Event description:
Customer reportedly received result of 3.0 mmol/l on the compact plus system and result of 7.0 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 27707133, expiration date 04/30/2012). Reference medwatch report with (B)(6) for the suspect device used in the compact plus system.